Event description:
It was reported that the patient presented to the clinic for a follow up. Upon examination, the right ventricular lead exhibited a significant increase in capture threshold and the lead was dislodged. On (B)(6) 2022, the lead was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and increased capture threshold. Final analysis found the complete lead was returned in one piece. The reported event of increase capture threshold was not confirmed. Electrical testing did not find indication of conductor fracture but found an internal short between the conductors at the connector region. The inner coil of this region was over-torque which is consistent with procedural damage. The lead helix was received fully extended and the length was within specification. Damages found were consistent with procedural damage and the lead was otherwise normal. No anomalies were found.